Event description:
The customer reported recurring partial aspiration errors with associated p-flags on patient samples involving the coulter lh 750 hematology analyzer. This report references the event which occurred on (B)(6) 2013. The customer reported obtaining partial aspiration errors (p flags) and differential voteouts while running patient samples on (B)(6) 2013. No numeric values are generated when there is a partial aspiration error or differential voteout and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and observed dents in the differential shear/segment valves and push pins (actuator rods) which were replaced during service. The fse also replaced the needle assembly and flushed the aspiration pathway as part of routine troubleshooting. The fse ran several samples and no aspiration errors were observed. Results: failure mode is attributed to dented differential shear/segment valves and push pins (actuator rods). (B)(4). All related medwatch reports associated with this event: 1061932-2013-01448, 1061932-2013-01449, 1061932-2013-01450, 1061932-2013-01451.